Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced increased heart insufficiency, worsening heart function, right heart failure, and liver dysfunction. The patient received intravenous (IV) ajmaline and dobutamine, and a right heart catheter. The ventricular assist device (vad) speed was increased. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, worsening heart failure, right ventricular failure, and hepatic dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of right heart failure which was reported to be unrelated to the vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient is a participant in a clinical study. (B)(6). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced increased heart insufficiency, worsening heart function, right heart failure and liver dysfunction. The patient received intravenous (IV) ajmaline and dobutamine, and a right heart catheter. The ventricular assist device (vad) speed was increased. The vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was hospitalized with pneumonia. Increased infection parameters, miction worsening and dyspnea diagnosed on sonography. A lung computed tomography (CT) revealed lung clouding on both lungs, blood culture was positive for e. Faecalis. The patient also experienced an electrolyte deficiency due to diuretica with a suspicion of adrenocortical insufficiency causing hyponatremia and hypopotassemia. The patient was started on intravenous (IV), inhaled and oral medications and had a sodium substitution by perfusion treatment with prednisololdue. The patient also experienced a cardiac arrhythmia that switched to ventricular fibrillation. Several internal defibrillations occurred and the patient was treated with an antiarrhythmic medications.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced increased heart insufficiency, worsening heart function, right heart failure, and liver dysfunction. The patient received intravenous (IV) ajmaline and dobutamine, and a right heart catheter. The ventricular assist device (vad) speed was increased. It was further reported that the patient was hospitalized with pneumonia. Increased infection parameters, miction worsening and dyspnea diagnosed on sonography. A lung computed tomography (CT) revealed lung clouding on both lungs, blood culture was positive for e. Faecalis. The patient also experienced an electrolyte deficiency due to diuretica with a suspicion of adrenocortical insufficiency causing hyponatremia and hypopotassemia. The patient was started on intravenous (IV), inhaled and oral medications and had a sodium substitution by perfusion treatment with prednisololdue. The patient also experienced a cardiac arrhythmia that switched to ventricular fibrillation. Several internal defibrillations occurred and the patient was treated with an antiarrhythmic medications. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, worsening heart failure, right ventricular failure, infection, cardia arrhythmia and hepatic dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of cardiac arrhythmia, infection and right heart failure which was reported to be unrelated to the vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction. Newly received information provided new laboratory data. Section b6 laboratory data was updated with new data and was also corrected to include previous lab data that was erroneously omitted from the initial report. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.